Event description:
The disposable loading unit was used with an instrument. Reportedly, the instrument did not fire properly. The hosp has reported no pt injury occurred.

Manufacturer narrative:
12/16/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6. The disposable loading unit returned was evaluated and the cause of the condition reported could not be determined. The stapler in which the device was clinically fired was not returned for evaluation. Without the stapler, a reliable conclusion as to the cause of this event could not be made. The disposable loading unit was returned with two (2) malformed staples on the cartridge surface.